Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer did not remove the air from the cartridge prior to filling it with insulin. Blood glucose level was 381 mg/dl. Although requested, the customer declined assistance from tandem technical support and reported a supply change was performed to resolve the issue.